Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found the instrument failed recognition based on log review. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement but failure code 31009, "instrument sensors missing. A tool was fully detected, but then lost 1 or more but not all of the tool sensors for 3+ seconds on usm2 on usm2" was reported in the remote fe log. The instrument information found in the rfid was not detected. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint regarding recognition issue was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm maryland bipolar forceps instrument had recognition error issue. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Correction: annex c, d & g were updated with additional codes per failure analysis.

Event description:
Refer to h11 for follow-up information.